Event description:
On (B)(6) 2012, the surgeon performed a si joint fusion using the ifuse implants. There was difficulty in visualizing the sacral ala line and the osseous landmarks on the lateral x-ray during the surgery. During the procedure step to place the first implant, the pin penetrated the anterior/superior alar area. The pin was repositioned and the first implant was placed. Upon conclusion of the case, the surgeon ordered an immediate CT scan with contrast to assess the position of the implants and to rule out any injury in the abdomen/pelvis. The CT scan showed that the first implant (cephalad) had broached the sacral ala. There was no free air in the pelvis/abdomen. The surgeon returned the pt immediately to surgery and removed the first implant. The pt was kept in the hospital overnight. The pt did not have abdominal, pelvis, or lower extremity pain on the first post-operative day. The pt was tolerating a full regular diet and has had a bowel movement. There were no problems with the wound and there were no changes in the neurologic exam. The surgeon will keep the pt on protected weight bearing for six weeks. On (B)(6) 2012, it was reported that the pt was doing well.

Manufacturer narrative:
Based upon the complaint info and investigation, as well as review of the surgeon training manual and fmea, the root cause is improper placement of the implant.